Event description:
The customer reported iui connectors smoked on two pump modules attached together (module position c and d) when the devices were being set up for an infusion. The biomed identified an error code in the log of 120.4410. Per the customers own investigation "iui connector attached to the pc 8000 did not show any damage related to the overheated contacts, however there is one contact that on testing was found to have lost its spring tension." The customer also noted: "the contact support assembly was found to have separated from the frame leaving a gap. Various levels of green oxidation is visible on several contacts." The customer also noted there was no internal damage identified on the iui connectors. No further patient/event information is available.

Manufacturer narrative:
(B)(4). The customer's reported complaint of burned iui connectors was confirmed through a review of the customer supplied photos. The customer repaired the device and placed it back into service, therefore no device was returned for investigation. The customer provided multiple photos showing plastic melting to the male and female iui connectors. Most likely the male iui connector was the source of the thermal event which lead to secondary damage to the female iui connector. The customer also reported that various levels of green oxidation were visible on several iui contact pins. The customer also reported that error 120.4410 (low backup voltage failure) was found in the logs. This error is believed to be associated with the short circuit of the 8 volt power supply. Contamination of the connectors by fluids and static or dynamic loads creating bent or deformed pins with plastic deformation on plastic connector housing are the primary contributors to both the overheating and melting of the connector and loss of electrical contact between the connectors. The cause of the reported thermal damage was not identified. We are unable to evaluate the reference to the reported "loss of spring tension" because the device was not returned.